Event description:
The facility reports, a large patient sat on the drain end of the table. The table tipped, causing an unspecified minor injury to the patient's mouth. The patient fell to the floor.